Manufacturer narrative:
Concomitant medical products: dianeal pd2, 1.5% (additional therapy). On the same day as onset, the patient was diagnosed with the peritonitis, which was manifested by cloudy peritoneal dialysis (pd) effluent. The vancomycin treatment was injection, intraperitoneally (ip) every fifth day and the fortum was injection, ip, once a day. Twenty days after onset, the treatments for the peritonitis with vancomycin and fortum was discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not admitted to the hospital for the event. Two days after the onset, the patient was treated with vancomycin (2gm, route and frequency not reported) and fortum (1gm, route and frequency not reported) for peritonitis. The patient¿s outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.